Event description:
It was reported to boston scientific corporation that an ultratome xl device was used in papilla of oddi during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, there was a clicking sound with the handle of the device and the catheter tip and the cutting wire were not in a good position in the endoscopic picture. The procedure was completed with another ultratome xl device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Blocks d4 and h4: the lot number is not known per the complainant; therefore, the expiration date cannot be determined. However, it was reported that the device was used within the expiration date. Block h6: device code 3009 captures the reportable event of positioning problem. Block h10: the returned ultratome xl was analyzed, and a visual evaluation noted that the device was in good condition and no visible issues were found. A functional evaluation was performed by testing the orientation out of the scope; when the tip of the device exits the scope, the device orientation was within specifications. The reported event was not confirmed. It was determined that the device did not present any visual damage and it worked as intended; returned device review includes visual and functional evaluations that showed no evidence of the reported issue or any defect that could have contributed to the reported event. Additionally, during analysis the click sound was noted on the handle but even with that sound the device actuated as intended. Therefore, the most probable cause of this complaint is no problem detected since the device complaint or problem cannot be confirmed. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the expiration date cannot be determined. However, it was reported that the device was used within the expiration date. (B)(4). Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome xl device was used in papilla of oddi during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, there was a clicking sound with the handle of the device and the catheter tip and the cutting wire were not in a good position in the endoscopic picture. The procedure was completed with another ultratome xl device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.